Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation of the device it was noted that there was no capture between the device and leads and there was undefined impedance on the leads. The patient was scheduled for surgery the next day where it was determined that there must have been damage the device can or header. The device was explanted and replaced. No patient complications have been reported as a result of this event.